Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the neurostimulator device experienced an impedance issue. Reprogramming was attempted to resolve the issue; however, it was unsuccessful. It was noted that the patient had complications such as fecal incontinence. The patient required a revision of the device due to red lights appearing on the remote. The device was removed and replaced. There were no additional patient complications and doing well with the new device.

Event description:
It was reported that the neurostimulator device experienced an impedance issue. Reprogramming was attempted to resolve the issue; however, it was unsuccessful. It was noted that the patient had complications such as fecal incontinence. The patient required a revision of the device due to red lights appearing on the remote. The device was removed and replaced. There were no additional patient complications and doing well with the new device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: unknown. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.